Event description:
A physician was using 7 needles from an icerod prostate kit. During the needle testing, the needles performed properly. Four channels were used: 3 probes on group 1, 2 probes on group 2, 1 probe on group 3 and 1 probe on group 4. The site was using full cylinders of argon and helium. During the procedure, 4 probes of the 7 were not able to make ice. The tech tried to exchange the groups for the needles, exchange the argon cylinders and verified that all was ok. The physician decided to stop the procedure and the pt was not treated.